Event description:
It was reported that during a surgery the light cord completely singed the patient's drape. The customer said this had never happened to them before. The product was not new they had used it about 5-10 times previous to the surgery. The singe occurred towards the end of the surgery. They were able to finish the case.

Manufacturer narrative:
The light cable was inspected and conforms to specification. The user must always be aware of the light cable's presence during surgery. The following warnings are listed in the IFU to help prevent burn incidents: warnings: when the fiberoptics cable is plugged into a functioning light source and not assembeld to an attachment, the distal end of the cable radiates heat. To avoid risk of burns, do not allow the distal end of the fiberoptic cable to come in contact with or rest near drapes, cloth, or papers. The surface temperature near the scope adapter and at the end of the light cable may exceed 41deg c if the unit is operated at maximum brightness for extended periods of time. This may cause burns. Use of an esst light cable which will automatically turn the light source to the stand-by mode when the light cable is separated from the scope. Train/retrain users to the potential risk of burning a patient if the light cable is left laying on the surgical drapes.